Event description:
Natus evd 3 drainage chamber equipped with a stopcock for cerebrospinal fluid collection and chamber drainage. Evd inserted (B)(6) 2025. (B)(6) 2025 the stopcock arrow broke at the point where the nurse turns the stopcock to the "off" position to measure intracranial pressure. Manual manipulation of the stopcock was not possible. Neurosurgeon physician notified to replace the drainage system.